Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 596 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. Troubleshooting was done. The customer had to change the reservoir. The insulin did exit during plunger push. The customer stated that the insulin pump did not alarm during manual prime. The insulin pump will not be returned for analysis.